Manufacturer narrative:
According to technical investigation no failure of the device was detected concerning the merging issue. It is a normal behaviour of the device, and the surgeon finally succeeded to perform the fusion. Concerning the communication failure, no evidence are provided to conclude about this issue. Based on the investigation performed, the technical root cause of the communication failure is linked to the design, however the exact design failure could not be determined.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon noticed several difficulties to merge the CT and the MRI exams. He tried to merge the exams in automatic mode and then in semi automatic mode, but the result was not acceptable. Finally the surgeon used the automatic mode to merge the exams and then adjusted the merge manually to obtain a convenient result. However, due to the potential inaccuracy in merge and the registration being done based on the CT exam, the surgeon had to re-plan all of the trajectories. It was also reported a communication error that occurred before the registration of the patient.